Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after several attempts of repositioning, the right atrial (ra) lead had dislodged, failed to sense and failed to capture. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.